Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the aligners are causing pain, discomfort, bruising and cuts to their gums. The aligners are too tight.provided information on discomfort, blanching, warm water tip to help with the fit of the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.